Event description:
The customer reported that the system had mixed up pt data. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.